Event description:
It was observed that during the device evaluation, the subject device exhibited a co2 mouthpiece is worn out and air leakage there was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a probable root cause could not be identified.